Event description:
Pt was administered ultherapy (focused ultrasound) to her entire face, in amounts far exceeding the recommendation of merz no. America, the company which markets the ultherapy device. Pt has suffered significant facial damage, including loss of at least 80% of her facial fat. My client has suffered severe damage to her face, including significant loss of facial fat, intermittent blepharospasm, permanent hypoesthesia, chronic jaw pain, nasal valve collapse and breathing difficulty which has been attributed to ultherapy by dr (B)(6), a licensed, board certified plastic surgeon. A copy of his report is enclosed. .